Event description:
Additional information was provided indicating that system integrity testing was completed. A 1.1 joule shock and 41 joule shock was commanded and returned normal shock impedance measurements. The physician left the system as is and provided the patient with a remote monitoring system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The ICD was interrogated and found to be exhibiting high out of range shock impedance measurements, measuring greater than 125 ohms. All other measurements were reported to be stable and within normal limits. No noise was able to be reproduced during troubleshooting efforts. The physician decided to increased the shock impedance range alert from 125 ohms to 175 ohms. No adverse patient effects were reported.